Event description:
Biopince biopsy instrument malfunctioned during a renal transplant biopsy ¿ sample was at the tip of the needle (not within the needle). Manufacturer response for biopince biopsy device, (brand not provided) (per site reporter). User error.